Event description:
Customer reportedly obtained results of 97mg/dl, 310 mg/dl and 280mg/dl on the same device within 10 mins. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.